Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, 8 weeks after the implantation, the patient visual acuity was 0.4 without glasses and 0.8 with glasses. The patient was dissatisfied. Additional information has been requested.

Manufacturer narrative:
Correction information provided in a.2., a.3.a., b.3., b.6., d.6.a. And d.10. The manufacturer internal reference number is: (B)(4).